Event description:
Balloon burst on the first inflation between 8/11 atmospheres during a superficial femoral angioplasty. A second unit was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: if loss of pressure within the balloon occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."